Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis (right device) and a mentor memorygel breast implant 350cc gel breast prosthesis (left device) that both ruptured after implantation. The patient had a CT scan performed that showed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.